Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the ECG cable is worn. There was reportedly no patient involvement. The rse evaluated the device remotely and it was determined that this was a malfunction of the ECG cable for which the customer was directed to contact the local retailer in order to purchase the replacement cable. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ECG cable. The reported problem was confirmed. The customer was directed to contact local retailer for the replacement cable purchasing to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : remote support provided.